Event description:
It was reported that the pt's vns device was showing high lead impedance. There is no known cause of the high lead impedance, but the pt did have a recent generator replacement due to end of service, so there is question that it could be a pin insertion issue, though this is not confirmed. The pt was seen by a surgeon and it ws recommended that the pt undergo full revision surgery, though this has not occurred to date. Attempts for further info have been unsuccessful to date.